Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that the customer stated problem of failed preventive maintenance was confirmed and verified. Customer replaced front cover but forgot to put washer under syringe sizer. Installed washer under syringe sizer. The proximate cause of the reported issue was due to customer damage of the syringe size sensor. A review of the device history record for sn (B)(4) was performed from 10/04/2017 to 8/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported barrel clamp problems. Thinks clamp is closed and failed barrel clamp accuracy tests.